Event description:
It was reported that the rack pushrod on the pump was damaged. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin delivery.